Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (lesion was reported to be heavily calcified and extremely tortuous in nature). No results available since no evaluation was performed. Failure to follow instructions (resistance was encountered due to the tortuosity of the vessel and force was used during advancement). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (lesion was reported to be heavily calcified and extremely tortuous in nature). Unable to confirm complaint. Failure to follow instructions (resistance was encountered due to the tortuosity of the vessel and force was used during advancement). (B)(4).

Manufacturer narrative:
Deformation problem (stent deformed).

Event description:
Evaluation summary: the device was returned for analysis. There were kinks located on the hypotube at 1.5cm, 33cm, 65cm and 87.5cm distal to the strain relief. The 3rd distal segment of the stent was deformed with the struts stretched and raised towards the tip of the device.

Event description:
Physician attempted to deploy a resolute integrity 2.5x12mm stent. Target lesion was in the distal lcx. Lesion was reported to be heavily calcified and extremely tortuous in nature. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. Resistance was encountered due to the tortuosity of the vessel and force was used during advancement. The device did not reach the lesion. During attempted deployment the stent became bent. Catheter was withdrawn and physician attempted to deploy another stent but this could not cross the lesion also. A competitor balloon was used to dilate lesion. Lesion was not treated with another stent. No patient complications were reported.